Manufacturer narrative:
MFR contacted user service operations manager and chief compliance officer multiple times in its attempts to investigate this incident and determine the manufacturer's identity and model information. No phone calls were returned. Name of product and manufacturer's identity are unk.

Event description:
As described in newspaper article: "man died after emergency medical personnel dropped him from a gurney on the way to the ambulance." Family's lawyer said medical personnel did not strap patient tightly onto the gurney, and the rails on one side were not raised. "He fell onto the driveway, striking his head on the pavement and breaking his neck."